Event description:
It was reported that during a trauma procedure (gsw to chest and lung), the device jammed, fired unformed clips, and formed tear drop shaped clips. The case was completed with another device of the different product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information unavailable.. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.